Event description:
It was reported that the patient experienced withdrawal symptoms. The pump logs were checked on (B)(6) 2013 and last changed on (B)(6) 2013. Pump was prior refilled on (B)(6) 2013. It showed an empty reservoir and the low reservoir alarm had occurred on (B)(6) 2013. Intervention of reprogramming/refill/bolus occurred on (B)(6) 2013. Drugs delivered via the pump were baclofen, bupivacaine and dilaudid. The daily doses being administered via the patient¿s pump were increased by 10% so 221.11 mcg/day of compounded baclofen, 33.166 mg/day of bupivacaine, and 3.3166 mg/day were being administered (the drug concentrations remained the same). The symptoms reported to have been experienced by the patient were anxiety, insomnia, and nausea. It was unclear if the issues were related to withdrawal secondary to the empty pump reservoir or symptoms caused by chemotherapy. The severity was considered mild and it was not considered a serious adverse device effect. It was indicated that the issue was possible related to the intrathecal drugs, specifically compounded baclofen and hydromorphone, or an empty pump reservoir that was possibly related to the device therapy, but not related to the pump implant procedure. The patient recovered without sequelae on (B)(6) 2013. It was then reported that patient had experienced medication side effects on (B)(6) 2013. The intervention that occurred was a 10% decrease in the patient¿s daily dose which was done on (B)(6) 2013. On (B)(6) 2013, the pump daily dose was decreased 25%. The medication side effects and drug toxicity were thought to be related to the hydromorphone drug action and related to the device or therapy. The patient symptoms were dizziness, lack of balance, weakness, lightheadedness, sweating, and drowsiness. The chemotherapy was thought to possibly be contributing to the patient symptoms. The severity was mild and it was not considered a serious adverse device effect. Patient recovered without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).